Event description:
It was reported that the foley catheter spontaneously fell out after placement during operation. There had been about 4 other similar events occurred in a row recently.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive since sample was not returned. It was unknown whether the device had met relevant specifications. A potential root cause for this failure could be imperfection in balloon due to process. Visual evaluation of the photo sample noted (without original packaging), silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. It was reported that the foley catheter spontaneously fell out after placement during operation. The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter spontaneously fell out after placement during operation . There had been about 4 other similar events occurred in a row recently . As per follow up via ibc on 08aug2022, customer informed that several similar incidents had recently occurred.

Manufacturer narrative:
The reported event was inconclusive since sample was not returned. It is unknown whether the device had met relevant specifications. The product was used for patient treatment or diagnosis. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be imperfection in balloon due to process. The device history record review could not be performed without a lot number. The investigation was concluded, and no additional action is required at this time. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter spontaneously fell out after placement during operation. There had been about 4 other similar events occurred in a row recently. Per follow up via ibc on 08aug2022, customer informed that several similar incidents had recently occurred.